Manufacturer narrative:
The insulin pump failed the displacement test and had motor error alarms due to an out of phase encoder signal. The insulin pump had a scratched display window, cracked reservoir tube and damaged keypad.

Event description:
The customer called to report a motor error alarm after the insulin pump was exposed to an MRI. The customer stated that he changed the battery, but the insulin pump continued to alarm during the rewind. Unable to perform the displacement test due to the insulin pump alarming during the rewind. Advised the customer to revert to a back-up plan. Advised the customer that the insulin pump would be replaced.